Event description:
The customer reported that mode-to-mode calibration factors were not matching in quality controls (qc) for red blood cells (rbc), hemoglobin (hgb), and platelets (plt) on a coulter hmx hematology analyzer with autoloader. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/30/2015. The fse indicated that the he verified that the aspirate pumps were primed and working well. He replaced the blood sampling valve (bsv) to resolve the calibration issue. The repairs were verified per established procedures. (B)(4).